Event description:
It was reported that eleven days post implant, an alert was triggered for high impedance on the svc coil of the right ventricular lead. The coil was programmed off and defibrillation thresholds were tested. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d354trm implantable cardioverter defibrillator 2012-(B)(6); 429688 implantable pacing lead 2012-(B)(6); 4470 competitor implantable pacing lead 2013-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The maximum svc impedance rises from an approximate baseline of 80 ohms to greater than 100 ohms on (B)(6) 2013. Analysis of the device memory indicated a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.